Manufacturer narrative:
(B)(4). Analysis of the lead found no significant anomalies, noting stretched lead body.

Event description:
It was reported that the lead was placed during the procedure and was tested with a j-cable with good response from the patient. The lead was then inserted into the implantable neurostimulator (ins) and all impedances were over 4,000 ohms. The lead was repositioned in the ins multiple times with the same result. The lead was tested with the j-cable again with good responses. Another ins was used, which produced the same result. A new lead tested well and was inserted into the second ins, because the physician felt the original ins and lead were faulty. The replacement devices were checked and worked without anyissues. Telemetry and interrogation issues were also reported with the original devices.